Event description:
My philips CPAP has made my throat stay sore and my nose bleed periodically approximately two weeks before my doctor appointment on or around starting around (B)(6) 2021. The majority of the time, I have a periodic ongoing cough and sore throat. FDA safety report ID # (B)(4).